Event description:
The customer reported that the system exhibited iris collimation errors upon boot up. This error is likely to result in a loss of system functionality and prevent the system from booting to a usable state. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The p6 and j6 connections in the tube head were evaluated and replaced. The system was tested and found to be working as intended and returned to service.